Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when they clipped the gallbladder artery, the clip was not fully formed after being fired. They replaced with another bag of absorbent clips to complete the case. There was no patient injury.